Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet became unresponsive after exposure to water while swimming, would not power on or display the screen, showed a blinking green indicator on the charging pad, and stopped delivering insulin, consistent with moisture damage affecting the seal. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl, headache, and nausea. Outcomes included the need for unexpected medical intervention in the form of medication due to lack of insulin delivery. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the seal consistent with moisture ingress, aligning with a device moisture damage problem and implicating the seal component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.